Event description:
The customer reported twenty (20) false positive results with the idnow covid-19 performed on (B)(6) 2022 involving lot number (1063392) total quantity (1). Per customer, none of the patients were symptomatic. This report addresses test eight (8) of twenty (20) tests. Confirmation testing on nasal swab with another ID now instrument was a positive result. CT values not provided. No additional patient information,including treatment and outcome,was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01856 through 1221359-2022-01875.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1063392 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1063392, test base part number 190-430 / lot 1063392. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063392 showed that the complaint rate is 0.039% (21/53664). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible root cause is cross contamination.